Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return

Event description:
Customer states insulin leaked around her adhesive site due to a bent cannula and she was hospitalized for high blood sugars. Customer was taken off the pump during her time in the hospital. Customer was given insulin IV and injections. The infusion set is not available for return.